Manufacturer narrative:
The device was unavailable for evaluation. It was reported that an anthem femoral plate had three locking screws that were inserted into the screw holes of the plate. The distal end of the plate spin out when the screws were final tightened. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that anthem distal femoral screws were misplaced intra-operatively and then removed during surgery.